Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.

Event description:
It was reported that battery sn (B)(6) failed the power level test in the charger. Battery sn (B)(6) failed during use. Reportedly, the platform gave a few compressions and stopped. At the station, a fresh battery was used and the platform worked without any issues. The battery in question was tested in another platform, it did not work. No adverse event reported. Battery sn (B)(4) was filed under MFR report # 3003793491-2013-00038.